Event description:
Follow up information identified the patient is receiving effective therapy postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site and the ipg was superficial to the surface of the skin. The patient did not lose weight. The patient underwent surgical intervention (date unknown) where the ipg was removed and replaced with a smaller ipg.